Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device displayed an "air intake valve failure" and "disconnect and manually ventilate patient " error messages. Complainant indicated that the clinician manually ventilated the patient to continue treating the patient. Complainant indicated that the clinician shut down the ventilator for a few minutes and restarted it. The ventilator worked for a few minutes and displayed the same messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.